Manufacturer narrative:
The field service representative performed preventive maintenance. He replaced parts as required and cleaned and lubricated as necessary. He primed the system, checked the flow from the nozzles, checked the liquid level detection (lld) and the pressure sensor voltages which were all ok. He ran performance testing and the customer ran calibration and qc with results within acceptance limits.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample from the cobas e411 rack analyzer. The initial result was 21.43 pg/ml with a data flag and was reported outside of the laboratory. A second sample was drawn three hours later and the result was <3 pg/ml with a data flag. The first sample was repeated and the result was <3 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Qc results were acceptable on the day of the event. Analyzer performance testing was acceptable.